Event description:
It was reported that the balloon rupture occurred. The target lesion was located in the iliac vein. A 14-4/5.8/75 xxl balloon catheter was advanced for dilatation. However, on the second inflation at nominal pressure, the balloon ruptured. The procedure was completed with another 14-4/5.8/75 xxl balloon catheter. No patient complications were reported and the patient was fine. The device was returned for evaluation. A visual examination observed that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is an evidence of a device leak. The returned device was attached on an encore inflation unit and positive pressure was applied. Liquid was noted to be leaking from a balloon pinhole located at the proximal edge of the distal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to the complaint. A visual and tactile examination of the tip observed no issues. No kinks or damage was noted as well to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon rupture occurred. The target lesion was located in the iliac vein. A 14-4/5.8/75 xxl balloon catheter was advanced for dilatation. However, on the second inflation at nominal pressure, the balloon ruptured. The procedure was completed with another 14-4/5.8/75 xxl balloon catheter. No patient complications were reported and the patient was fine.